Event description:
The patient was being treated with a steam pac on the knee for arthritic pain and received a 3 cm diameter blister on the knee. The treatment was for 15 minutes. During the treatment, the clinician noted redness in the area of the treatment, but continued treatment. Approximately eight hours post treatment, the patient reported the blistering. The patient was treated with silvadene cream.

Manufacturer narrative:
The incident was resolved over the phone. The clinician initially reported that the device temperature was operating at 170 degrees fahrenheit. Technical support advised the clinician of the manual indicated that the device should be set between 160 and 165 degrees fahrenheit. The clinician was instructed on the procedure for adjustment of the temperature setting. The clinician was informed that a free manual for the device could be downloaded from our web site. Regarding the service history of the device, the clinician could not confirm the history. The device is reported to be five years old. Later, the clinician confirmed that the device was operating within the temperature specifications at 162 degree fahrenheit. The device will not be returned for evaluation.